Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted. This is the 1st of 3 reported complaints from the same patient: please reference 3011649314-2018-00108 (B)(4) for the 2nd complaint. Please reference 3011649314-2018-00109 (B)(4) for the 3rd complaint.

Event description:
It was reported that an inclusive tapered implant lacked the primary stability and lost osseointegration. The implant was extracted about 3 months after it was placed in the tooth # 23 (B)(6). The implant site had type 2 bone quality. There was bone loss noted. The patient had no relevant pre-existing condition. Patient's oral hygiene was not bad. The implant site was not infected. Bone grafting was performed after removal of the implant to heal the implant site. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection was performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. Although the root cause cannot be explicitly determined, probable cause for loss of osseointegration could be due to premature loading, insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating the osteotomy bigger than the size of the implant diameter. Per the reported information the patient had type ii bone quality. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability." There was no abnormality nor nonconformity with the implant itself; therefore, this event will be tracked and trended.